Event description:
It was reported on (B)(6) 2012 in an article published online by "osteoporoses international: what is the importance of "halo" phenomenon around bone cement following vertebral augmentation for osteoporotic compression fracture?", a prospective study, on unspecified dates on 175 patients treated with bkp or vp at 202 levels, finds that the radiolucent peri-cement "halo" phenomenon, due to osteonecrosis and/or a lump cement pattern, represents a poor prognostic factor post vaps performed for ovcfs as being frequently associated with vertebral recollapse. The study was divided into two groups, group a (with halo) consisted of 32 treated vertebra and group b (without halo) consisted of 170 treated vertebra. On unspecified dates, two patients required additional surgery for progressive kyphotic deformity and cord compression (unknown whether the two patients were in group a or group b). According to the report, a corpectomy of the collapsed vertebrae via anterior transthoracic approach was performed on those 2 patients. Harms cage, allobone grafting and posterior transpedicular screw fixation were used two levels above the collapsed vertebrae in each case. No other complications were reported for these two patients. The type of bone cement used was not reported in the literature.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4) - (no code available for "recollapsed vertebrae", "cord compression" or "kyphotic deformity"), (B)(4): unknown a review of radiographic images in this article was performed in which "multiple images of vertebral augmentation show areas of bone resorption around cement, suggesting either insufficient fill, refracture or collapse of bone adjacent to cement." Products from multiple manufacturers were used in this study. Although it is unknown which devices contributed to the reported event, we are filing this MDR for notification purposes.